Event description:
A biomed reported that an alaris IV pump did not infuse any IV fluids or antibiotics that were programmed however the display on the pc unit and module indicated the fluids were running at 150 cc per hr. The reporter provided the following details regarding the event: on (B)(6) 2012 at 7:00 am, a nurse put up a new IV bag of normal saline. At 08:15 am, the nurse hung an antibiotic. At 09:00 am, the nurse noted that the IV piggy back had not infused and that the main IV fluids were not infusing at 150 cc per hr as programmed or displayed. The nurse reported that no fluids were out of the IV bag or the antibiotic bag. The entire alaris system and IV tubing were sent to the facility biomed for investigation. When the biomed examined the pump module that had been infusing, the platen assembly door was stuck closed and had to be pried open. She reported that she ¿found the tubing flattened and in a convex shape¿. She also reported that ¿no alarms had gone off to show that the flow was restricted or set not loaded properly¿. She was not sure how long the tubing was in use. The biomed reported that no pt harm occurred and medical intervention was not required. Biomed stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The alaris system and tubing have been received. A f/u report will be submitted once the investigation has been completed.